Manufacturer narrative:
H3 other text : device was evaluated by third party service center.

Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, it was observed that the device's machine flow sensor generating internal flow was low due to the contamination. The device's machine flow sensor was cleaned and the equipment passed the tests.